Event description:
There was an allegation of false-positive elecsys hiv duo results for 1 patient on a cobas e 801 analytical unit. The initial elecsys hiv duo result was 100 coi (reactive); the anti-hiv result was 0.0855 coi (non-reactive), and the hiv ag result was 100 coi (reactive). On (B)(6) 2026, the repeated elecsys hiv duo result was 89.7 coi (reactive); the anti-hiv result was 0.0850 coi (non-reactive), and the hiv ag result was 89.7 coi (reactive). On (B)(6) 2026, the repeated elecsys hiv duo result was 89.8 coi (reactive); the anti-hiv result was 0.0778 coi (non-reactive), and the hiv ag result was 89.8 coi (reactive). It was reported that a rapid hiv test was performed on this patient, yielding a negative result. A viral load hiv test was also conducted, and the result was undetectable. The testing methods were not provided. It was reported that the patient's medical history for (B)(6) 2025 showed a reactive elecsys hiv duo result that entered the diagnostic algorithm with the same findings: an undetectable viral load and a negative rapid test.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The calibration and qc were acceptable. Single false reactive results may occur as the specificity of elecsys hiv duo is less than 100%. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys hiv duo assay performs within specification.